Event description:
The customer site experienced two pt samples that were associated with incorrect sample ids when processed using the engen laboratory automation system. Assay processing was not performed on either sample and no erroneous results were reported. There was no report of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc (B)(4).

Manufacturer narrative:
The investigation determined that the two samples involved were identified by the customer in response to ocd customer communication (B)(4). The two samples each posted rfid cross check errors when exiting the engen system. For engen laboratory automation systems with tcautomation software (B)(4) and below, incorrect sample ids may be electronically written to the radio frequency ID (rfid) tags on the sample carriers, resulting in sample ids being associated with an incorrect sample and corresponding results. The definitive root cause has not been determined. The investigation is on-going. The customer has implemented internal processes to review rfid cross check messages prior to reporting any pt results from samples processed on the engen laboratory automation system. The FDA's new york district office has been notified of this issue.